Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-sep-08 reported the dose per day should have been 496 mcg/day. The rep was told that the dye study was successful and showed the catheter being patent, therefore the pump was the only thing replaced. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal (baclofen) 2000 mcg/ml for a total dose of 496 mg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported there was a reservoir discrepancy at refills. It was unknown what may have cause or contributed to the issue. Diagnostics/troubleshooting included a dye study. Actions/interventions performed included replacement. It was noted that the issue was resolved at time of event, and patient's status at time of event was "alive-no injury." It was noted that surgical intervention occurred as the pump was replaced on (B)(6) 2017 and will be returned for analysis. The patient's weight and medical history was unknown. Event date was (B)(6) 2017. No further complications were reported/anticipated.